Event description:
It was reported that there was under infusion of albumin and cardizem. Per report "albumin was scanned to infuse at a rate of 60ml/hr with a total volume to be infused of 100ml. The cardizem was manually entered at a rate of 25mg/100ml to infuse at 5-15mg/hr. A few ml's of both medications infused then the pump was switched to flush." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿under infusion of albumin and cardizem¿ was not able to be confirmed from the log analysis or replicated during laboratory testing. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. The suspect pump modules were found to be infusing within specification. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 3:16 am, the first infusion the day of the reported event was programmed with a rate of 30ml/h and vtbi (volume to be infused) of 30ml with the pump module s/n (B)(6). The infusion started with a pvi (primary volume infused) of 25.783ml and an svi (secondary volume infused) of 100.02ml. The profile in use was identified as ¿svh2502051200¿. At 3:24 am a secondary infusion was programmed with a rate of 100ml/h and a vtbi of 100ml by remote IV received, then, at 4:24 pm the secondary infusion was completed, and the primary infusion restarted. Immediately, the pump module was paused, and a new secondary infusion was programmed with a rate of 100ml/h and a vtbi of 100ml. At 5:27 am the secondary infusion was completed, and the primary infusion restarted, then, the pump module was powered off with a pvi of 35.558ml and an svi of 300.064ml. At 1:57 pm the pcu was powered on, the pvi and svi were cleared to 0ml, and a primary infusion was programmed with a rate of 250ml/h and a vtbi of 25ml, then, at 2:08 pm the infusion was completed, and a new primary infusion was programmed with a rate of 250ml/h and a vtbi of 50ml. At 2:10 pm the pump module was powered off. At 2:12 pm the pump module was powered on again and a primary infusion was programmed with a rate of 3ml/h and a vtbi of 125ml, then, at 2:28 pm the pump module was powered off with a pvi of 32.134ml. No further infusions with the suspect device were performed the day of the reported event. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an under infusion of albumin and cardizem event was not able to be identified. The pump module was found to be infusing within specification, the returned devices were fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was under infusion. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.